Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7080878. Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7080667. Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600c, batch: 26729874. Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600c, batch: 26850482. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7083269. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7083506.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced opening of the skin over the implantable pulse generator (ipg). The patient indicated having a pimple that was popped over the implant and it never healed. The patient underwent a system explant and was doing well post-operatively. The explanted devices were retained by the medical facility.